Manufacturer narrative:
Exact date unknown, event occurred several years ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 5171973/5172199.

Event description:
It was reported that the patients ipg was difficult to charge and needed to be charged more frequently. It was also noted that the patient was not getting an adequate stimulation coverage due to high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well post-operatively. The explanted scs system was not returned.